Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black mark on the reservoir of a small volume intermate. This was noted before patient use. The device had been filled with meropenem. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured november 05, 2014 ¿ november 10, 2014. Evaluation summary: the device was received for evaluation. Visual and microscopic inspection did not reveal any evidence of particulate matter either inside or outside of the reservoir. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.